Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 333 mg/dl confirmed by fingerstick. At the same time, the fsl3+ sensor displayed 163 mg/dl during its initial wear period. The user manually entered the bg into the ilet and planned to replace the sensor if inaccurate readings continued. No symptoms were reported, and no medical intervention was required.